Manufacturer narrative:
Device evaluation confirmed reported issue and determined the cause to be a failed vacuum sleeve.

Event description:
Shaft frosting not seen at pretesting. During treatment the probe froze up the shaft. Put a hot sterile saline filled glove around the probe at the skin.